Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced solenoid valve assembly (part number c54359) to resolve the issue. Beckman coulter internal identifier is case (B)(4). Age: pateint demographic information was not provided. Date of birth: pateint demographic was not provided. Sex: pateint demographic was not provided. Ethnicity: pateint demographic infromation was not provided.

Event description:
The customer reported negative anion gaps and erratic ise (sodium, potassium and chloride: na, k, cl) patient results were generated on the dxc 700 au clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.